Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple intermittent cartridge alarms (alarm 19) during the load process. Customer's blood glucose level was 133 mg/dl. Customer resolved the alarms by utilizing new cartridges.